Event description:
It was reported that the patient had a burning sensation. Stimulation was turning off. The patient¿s therapy works fantastic for her. The patient had retention. On dec 2,3,4,5, stimulation turned off per patient and this was also showing in the diary. The representative had already interrogated ins(stimulator) and exited out of clinician programmer session so was recalling diary information from memory. The patient indicated that the stimulation also shut off on dec 7 as well and the patient was feeling burning at pocket. The stimulation had been turning off for the past 2 months (since october). The patient also feels occasional, intermittent burning at ins site that comes and goes. Impedances fine today. Patient realizes that stimulation was off because she can't go to the bathroom, so she checks programmer and stimulation was showing off. Burning at pocket also started during this time, in october, and she feels that the burning and the stimulation turning off were connected. No falls or trauma. The patient does not have any emi exposures. No pors (power on reset) evident. Ins was floppy in the pocket and always has been since implant. The patient may also get burn ing at pocket during long walks. Additional information reports that the stimulator was turning off by itself. There were no patient symptoms/injuries related to this event. It was later reported that the patient¿s ins was still behaving in the same manner. The patient was getting good symptom relief but the patient seems to associate a 'heating up' of the ins with the ins turning itself off. This had occurred 6-8 times recently over the past month that the patient had been keeping a diary. Caller notes they have tried different programs and nothing was resolving the issue. The had a uti (urinary tract infection) right now. The representative did not have the impedance readings but they were within proper range. The representative did reprogram her a while back and could have put her in her unipolar setting. The representative did not know for sure but she was feeling stimulation in the vaginal area at .8 amplitude and getting very good results from an output standpoint. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports the cause of the ins (stimulator) turning off was not determined, but the patient had kept a journal and it had turned off an additional 8-9 times since last office visit and initial adverse report. The cause of the burning sensation was not determined and the burning seems to go hand in hand with the ipg (stimulator) turning off per patient. No troubleshooting, intervention or other actions taken to resolve the event. Patient was not doing well with the issues. The ipg was still occasionally getting hot and results in the implant turning off. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the action taken to resolve the event was reprogramming. The cause of the event was not determined and it was unknown if it was device related. The uti was not currently being treated. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0fqy5, implanted: 2014-(B)(6), product type lead. (B)(4).